Manufacturer narrative:
Vyaire complaint #:(B)(4). Device evaluation: d10, g4, g7, h2, h3, h6, h10 results of investigation: the vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was confirmed and duplicated. The reported problem was isolated to a component failure, specifically the pt801 transducer failed. This issue was addressed with CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced transducer fault, high rate, low pip and low ve alarmed while in use on a patient. The event log recorded "transducer fault occurred". The transducer test was performed and "circ press: 32 failed" the customer advised there was no patient harm and the patient was moved to a different ventilator.